Event description:
An aneurx stent graft device was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported during the deployment of the stent graft the quick disconnect button was detached; however, the physician was able to reattach the quick discount button. The stent graft was successfully implanted. No add'l clinical sequelae were reported and the pt is fine. The device was discarded by the user facility.